Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported failure. The service agent replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a critical event code which effects AED functionality on the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
The removed therapy pcb assembly was returned to physio-control for additional analysis. The cause of the reported failure was determined to be an electrically leaky capacitor, designator c160 which was confirmed to prohibit use of the AED functionality.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.